Event description:
It was reported that the tip of the driver broke off in the bone screw and could not be retrieved.

Manufacturer narrative:
Additional info: ¿3mm of the inner shaft hex head driver has been sheared off. Visual and microscopic analysis reveals material deformation and flow indicating the tip was overloaded while being turned in the clockwise direction. This can be seen looking at the tip broadside and looking down at the tip¿s working end. Dimensional inspection of the relevant dimension confirmed conformance to print specification. The sheared ¿3mm tip was not returned for evaluation. Tip sheared from what appears to be torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. (B)(4).